Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the cable unit, traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope no longer functioned on the system tower and that there were connection and image transmission problems between the endoscope and the endoscopy tower. The event occurred during inspection for use. There were no reports of patient involvement.